Event description:
The pt suffered a stroke and expired three days postoperatively. It was reported the pt had several preexisting medical conditions including a history of atrial fibrillation, stroke and surgery. The pt was taking anticoagulants as prescribed and their inr was 1.4. The surgeon does not believe the connector contributed to the pt's death. It is unknown if the device remains implanted or if an autopsy was performed.